Event description:
It was reported through the litigation process that on (B)(6) 2006, a patient underwent powerport placement via right subclavian vein for chemotherapy for breast cancer. It was reported that after approximately three months and one day, on (B)(6) 2007, the patient was diagnosed with an acute pulmonary embolism. It was also reported that a mural thrombosis was identified in the left main pulmonary artery. About one month and nineteen days later, on (B)(6) 2007, the patient was diagnosed with a blood infection, and it further progressed to sepsis. Subsequently, on (B)(6) 2007, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection, pulmonary embolism, sepsis and thrombosis as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.